Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v588865, implanted: (B)(6) 2011, product type: lead. Product ID: neu_unknown_prog, serial# unknown programmer, product type: programmer, physician. (B)(4).

Event description:
It was reported that the caller called in because the patient was having problems with her patient programmer starting last week. Caller said last week the patient was feeling some incontinence and wanted to increase stimulation but wasn't able to. The caller was instructed to sync with stimulator with the antenna attached. Caller reported seeing the poor communication screen. The caller was advised to try repositioning the antenna then sync. Caller reported seeing the poor communication screen. The caller was advised to try syncing without the antenna attached. Caller reported seeing the poor communication screen. It was later reported that the programmer won't do telemetry with or without antenna. Anomaly appears to have occurred through product use. No indication of patient harm. Additional information received reports the caller states the patient received replacement programmer today. Caller reports not being able to make adjustment both with or without antenna attached. Caller states they were trying to communicate over patient¿s nightgown. It was reviewed on trying to communicate right over the skin. Caller reports they are still seeing poor communication. Caller states they are not certain when the last time the patient had her device checked at the hcp's (healthcare provider¿s) office. The patient states she does not feel any stimulation at this time.